Event description:
It was reported to philips that the device is failing the operational check. There was no report of patient involvement.

Manufacturer narrative:
The bench repair found the device error log shows: 7.34.10 indicates low capacitor output. 7:38 indicates defibrillation test failed upon conclusion of the evaluation, it was determined that the therapy pca, processor pca, and a high voltage capacitor require replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device will be validated by performance assurance testing once the parts are installed into the device.